Event description:
Patient reports that on one of her cassettes, the top piece of plastic came off the cassette. She reports that, she does not have the lot number and changed to a new cassette before putting this on herself. She reports that she still has the cassette. She was advised that a mailer will be sent for her to return this cassette.